Manufacturer narrative:
The device was manufactured march 21, 2016- march 22, 2016. The device was received for evaluation containing approximately 74 ml of an unspecified fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During flow rate testing the flow rates were found to be within product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor would not flow. The device was able to prime; however, during infusion the device would not flow. The device was filled with an unspecified amount of medication. There was no patient injury or medical intervention associated with this event. No additional information is available.